Event description:
A report was received that during a lead revision surgery, the patient's ipg was repositioned to a new pocket site for greater comfort. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.